Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted implant. The lead exhibited oversensed noise and high out of range pace impedances. The impedances were greater than 2000 ohms. The lead was removed and replaced successfully. During the revision, the lead was tested via a pacing system analyzer which confirmed the out of range impedance values. No adverse patient effects were reported.